Event description:
The customer reported fluid leaking from a pin hole in the tubing next to the filter. The nurse noticed fluid on the floor 30 minutes into a 2 hour infusion and the 250ml IV bag was nearly empty. No pt harm or medical intervention was reported. No additional info was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.